Event description:
The patient underwent the successful coil embolization of the aneurysm. The following day the patient presented with paralytic and aphasic symptoms. The patient's condition was reported to be improving. The physician has not specified if the patient's symptoms were related to the implanted devices or not.

Event description:
The patient underwent the successful coil embolization of the aneurysm. The following day the patient presented with paralytic and aphasic symptoms. The patient's condition was reported to be improving. The physician has not specified if the patient's symptoms were related to the implanted devices or not.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Neurological deficits are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.